Event description:
Customer reported an issue with the (B)(4) express which may have affected o2 monitoring. No patient injury was reported.

Manufacturer narrative:
Awaiting direction from the customer regarding the repair.